Event description:
It was reported that there was a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the case was cracked on bottom by l bracket and right plunger case. During occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced the speaker as a preventative measure. Performed preventative measure and all functional tests which passed.